Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. After one year and eleven months, the patient presented with suspected valve thrombosis, a gradient of 55 mmhg, and dyspnea. Consequently, a valve-in-valve procedure was successfully performed using a 23mm sapien 3 ultra valve. The patient was in stable condition following the intervention.

Manufacturer narrative:
Updated section h6: type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3u valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients was unable to be confirmed since no medical records nor applicable imagery was provided for evaluation. Available information suggests that patient factors (thrombosis) likely contributed to the event as per information provided the patient was suspected of thrombosis. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.